Manufacturer narrative:
The reported events of insulation issue, low sensing, and low and high lead impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed clavicular crush damaging the outer and inner insulations and fracturing all five filars of the outer coil at the middle region of the lead. The cause of the insulation issue and low lead impedance was due to the damaged outer and inner insulations consistent with clavicular crush. The cause of low sensing and high lead impedance was due to the fractured filars of the outer coil consistent with clavicular crush.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of undersensing, low pacing impedance, and high pacing impedance were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed insulation damage on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.